Manufacturer narrative:
As reported, following a case using the bard/davol hydrosurg irrigator a fluid leak and burnt smell were noted. The subject product was returned for evaluation. Visual examination identified corrosion and charring of the internal components, which was due to fluid ingress into the motor housing. Saline passed beyond the lip seal of the motor mount, resulting in a short circuit. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experience by the user are determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a laparoscopic nephrectomy procedure on (B)(6) 2021, the bard/davol hydrosurg irrigator leaked irrigation fluid originating from inside motor and then a burning smell was noted during use, but not while actively irrigating. It was reported that the device was in use for a short period of time and irrigated with approx. 200 cc of fluid. As reported, another new device was used to complete the procedure. There was no reported patient injury.